Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 200mm dissection. During the index procedure, it was reported that the thoracic aortic stent could not be advanced to the designated position in the arch and could not be implanted successfully. The lower delivery system was positioned proximally, and a vascular capture system was inserted via the axillary artery approach to capture the tip and pull it proximally into the aortic arch. The physician also attempted to access the desired area using a double-hardened guidewire to address the twisting of the blood vessel; however, the stent still could not reach the intended position. After repeated attempts, the patient reported chest pain that could not be alleviated, leading to the decision to halt the procedure. The stent was removed, and the procedure was aborted. It was noted that the patient's chest pain was bearable and slightly relieved afterward. It was reported that one day later the patient expired. Per the physician, the cause of the positioning difficulties remains undetermined; however, vascular tortuosity is suspected. It is believed that the cause of death may have been due to rupture. The physician also noted that the vascular response during the advancement of the delivery system, combined with the inability to effectively treat the patient, were contributing factors to the patient's death.

Manufacturer narrative:
Device photo evaluation summary: 6 still images were received for analysis. 2 images depicted a valiant shelf carton and label. Labelling information matches that reported in the complaint file. 4 images were received depicting the device alongside 3 guidewires. A bend is evident to the graft cover over the stent graft. Deformation is evident to the graft cover over the stent stop. No deformation evident to handle or screw gear. The reported positioning difficulties could bot be confirmed from the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion the reported difficulty with device positioning could not be fully confirmed based on the limited imaging available. While procedural angiogram videos showing attempts to advance the device were not available for review, the severe tortuosity with three distinct areas of significant angulations (at the distal arch/proximal descending aorta, proximal/middle, and middle/distal descending aorta) likely contributed to the reported positioning difficulty. The reported pain, vessel rupture, and fatal outcome could not be assessed from the available images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.